Event description:
It was reported that there was an error code 400 with a power on reset (por) condition. It was noted that error 400 was a parity por due to a soft memory error. The reporter stated that the patient was reprogrammed. It was noted that there was no injury or adverse event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 8870bbo04, serial# (B)(4), product type. (B)94).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.